Manufacturer narrative:
(B)(4). This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: rigid occipitocervical fixation: indications, outcomes and complications of the modern era. (B)(4). N=1 broken rod and 1 loose screw. N=1 two screw pull out. N=1 two broken rods and 1 loose screw. N=1 broken rod.